Event description:
It was reported a patient underwent an total hip procedure on (B)(6)2024 and topical skin adhesive was used. One hip patients dr tried it on -the whole dressing had come off the following day. Reporter followed up with the sister on the ward who had explained that the wound was very wet and so the nursing staff had put a pad over the adhesive. When they lifted the pad, the adhesive also came off. The patient had to stay extra days on the ward because of this and had a visit to casualty as they were worried about the wound. He was going to review the patient in the next week. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. How was wound closure performed in different layers? Was hemostasis achieved? Is photo available of patient wound? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4 primary UDI. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.